Event description:
The retail distributor reported that the fluid pad was hardended. The device involved is an obsolete configuration of a cushion (wheelchair). There is no death or injury involved. Upon investigation the fluid pad was found to have stiffened.